Event description:
Healthcare professional reported a lap-band removal due to "erosion, left upper quadrant abscess near colon, port/abdominal wall abscess, herniated stomach, lab band into the chest and large phlegmon around the lab band and catheter." The healthcare professional also reported that explant surgery was performed for "complications" with the band. No information was provided on how these events were first noticed. The lap-band system was removed, but no further was provided on if it was replaced.

Manufacturer narrative:
Taper ii. The reporter complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Erosion, abscess, hernia, band slippage, and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.